Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (B)(4), alleging that the patient¿s onetouch ultramini meter was displaying a message of ¿apply sample¿. The complaint was classified based on customer service representative (csr) documentation. The reporter advised the csr that on (B)(6) 2019, the patient¿s onetouch ultramini meter displayed an ¿apply sample¿ message whilst she was using the device. The reporter stated that the patient manages her diabetes with a combination of oral medication (unspecified type or dosage), diet and exercise. The reporter was not able to confirm if the patient made any changes to her usual routine of diabetes management in response to the alleged product issue. He explained to the csr that on (B)(6) 2019, the patient developed ¿blurry vision¿ and was taken to hospital. The reporter stated that a blood glucose test was performed on the patient and obtained a result of ¿340 mg/dl¿. He explained that the patient was hospitalized and treated by a healthcare professional with insulin (unspecified type or dose). At the time of troubleshooting, the csr confirmed that the correct test strips were being used at the time of testing and this was not the first time the meter had been used. The reporter confirmed that the patient had been following the correct testing procedure. The csr noted that the test strip completely drew in the sample. The csr walked the reporter through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after the alleged product issue began.